Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. Additional information: d8, d9, h3, h6. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: unknown. Bacterial identification: bacillus coli. Cfu: unknown. Sampling from: suction channel. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: if reprocessing for endoscope or endotherapy accessories are insufficiently performed, patient or operator who touch them may be infected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1 - establishment name: (B)(6) . Added in h11 due to the character limit in the respective field. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.